Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What was the date of the procedure? What tissue layer was the suture used on? What was the condition of the tissue during initial procedure (diseased, weak, healthy)? How was suture placed (continuous or interrupted)? Can you identify the product code of the silk suture? What are the patient age, gender, weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? Was a culture taken of the exudate? What were the results? What tissue developed ulceration? Can you explain ¿cleaned up the wound and treated with medicine¿? What is the patient current condition?

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2018 and suture was used. The patient experienced wound redness, ulceration and exudate three days after the procedure. The surgeon cleaned up the wound and treated with medicine. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4) additional information was requested and the following was obtained: what was the date of the procedure? (B)(4) 2018. What tissue layer was the suture used on? Skin. What was the condition of the tissue during initial procedure (diseased, weak, healthy)? Unknown, the initial procedure is excision of subcutaneous tumor. How was suture placed (continuous or interrupted)? Unk. Can you identify the product code of the silk suture?unk what are the patient age, gender, weight, prior medical history? 60 years and male what is the surgeon¿s opinion as to the contributing factor to the patient event? Maybe related to patient's anaphylaxis for suture was a culture taken of the exudate? What were the results? Unk what tissue developed ulceration? Wound can you explain ¿cleaned up the wound and treated with medicine¿? Debridement and used some medicine what is the patient current condition? Stable